Event description:
The bead of a nuby teething necklace broke at the manufactured seam when my toddler picked it up out of its box. It was straight out of the box and there were no notable causes to it breaking. My toddler wasn¿t being rough with the necklace in any way. He just picked it up and the bead came off. This could have easily happened when a baby was chewing on the necklace (which is its intended use) and cause a life threatening chocking incident. There were no injuries sustained. I still have the necklace and have contacted the manufacturer. They want me to return the necklace. Product details: nuby tan and green teething necklace used for teething babies and worn by the mother. Purchased date: (B)(6) 2018. This date is an estimate. (B)(4).